Event description:
It was reported that the ilet¿s outer seal wore away and the device split into two pieces while the user was in bed, though the screen remained usable and the device functioned normally afterward. Symptoms included none. Outcomes included no clinical impact and no medical intervention. Investigation included review of the device history and assessment for component integrity and mechanical damage. Investigation of this case revealed device housing and seal degradation consistent with physical delamination or structural separation of the enclosure, with no malfunction of the display or core electronics reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical wear of the housing and seal over time.